Manufacturer narrative:
Evaluation summary: as returned, the tip on one of jaws was fractured. This fractured piece was not returned for review. It was confirmed by the surgeon, that the fractured piece was not left in the pt. The fracture appears to be a result of fatigue with the crack initiating from the outer surface of jaw. These shear stress fractures appear to be from repeated impact due from normal use. The device has a potential field age of approx 4 years. The mfg records are in order and the device appears to meet print specifications.

Event description:
It is reported that the tip of the impactor fractured. The surgeon confirmed that the fragment does not remain in the pt by x-ray.